Event description:
It was reported that during a wedge resection, everything appeared fine. The chest tube was placed in patient. Post-op there was bleeding around the chest tube. The patient returned to the operating room for a re-op the same evening or next day. The surgeon found the staple line was bleeding. It is unknown what firing nor the formation of the staple line. They used everseal to control the bleeding. The patient is okay. There is no returned device.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional follow-up is ongoing. A supplemental report will be sent upon receipt of further detail